Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 42-year-old female patient who had essure (batch no. 796905) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy (under iud) on (B)(6) 2011, metrorrhagia (in use of mirena.) On (B)(6) 2011, iliac fossa pain in (B)(6) 2009, abdominal distension in (B)(6) 2009, ex-tobacco user in 2002, cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2, surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention, myopia (refractive surgery).), irregular periods (for years), multigravida (pregnancy 3 times), abortion (abortion 1) and menarche (at age 14). No known allergies. At the time of the events, she had no relevant medical-surgical history. Previously administered products included for anxiety: lexatin on (B)(6) 2011; for insomnia: lexatin on (B)(6) 2011; for heavy menstrual bleeding: mirena from (B)(6) 2010 to (B)(6) 2011; for contraceptive: iud from 2005 to (B)(6) 2010; for contraception: nuvaring. Concurrent conditions included drug allergy ((B)(6) 2012: enalapril causes cough (B)(6) 2019: tramadol intolerance (B)(6) 2020: lichen and thiomersal) since (B)(6) 2012. Family history included family history of cancer, family history of cancer, skin cancer (niece) and blood pressure high (brother before 20s acute myocardial infarction; stroke mother high blood pressure). Concomitant products included escitalopram since (B)(6) 2011 for anxiety and insomnia, tetrazepam (myolastan) since (B)(6) 2012 for cervicalgia and low back pain, losartan for hypertension, levothyroxine sodium (euthyrox) for hypothyroidism, dexchlorpheniramine and ferrous sulfate (tardyferon) since (B)(6) 2019 for iron deficiency anemia as well as azithromycin, bromazepam since (B)(6) 2021, diazepam (valium) since (B)(6) 2012 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual flow excessive ("excessive bleeding"), abdominal distension ("bloating, abdominal swelling"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), the first episode of asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle cramp ("cramps"), loss of libido ("loss of libido / sexual loss of appetite"), joint pain ("joint pain"), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches"), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity"), affective disorder ("affective disorder"), arthropathy ("osteoarticular system disability"), autonomic nervous system imbalance ("neuro-vegetative dysfunction"), dyspareunia ("discomfort during sexual intercourse") and adnexa uteri cyst ("paraovarian cyst. (Simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst)") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("at the level of the left tube, a 1 cm intramural myoma was identified. 12x10 mm leiomyoma. Fallopian tubes without histological lesions."), 10 days after insertion of essure. On (B)(6) 2012, the patient experienced back pain ("severe back pain / low back pain") and neck pain ("cervicalgia"). On (B)(6) 2013, the patient experienced pruritus ("itching in the abdomen"). On (B)(6) 2015, the patient experienced myalgia ("generalized myalgia"), arthralgia multiple ("arthralgias"), the second episode of asthenia ("asthenia") and cramp legs ("cramps in both legs especially in the right leg from the hip"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain / discontinuous right flank pain"). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("metrorrhagia") and bleeding menstrual heavy ("abnormal menstrual bleeding"). On (B)(6) 2020, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2021, the patient experienced scar ("scars from the essure"). On an unknown date, the patient experienced alopecia ("hair loss"), anger ("angry reactions"), migraine ("migraine") and constipation ("constipation"). The patient was treated with desogestrel (cerazette), tranexamic acid (amchafibrin), physical therapy and surgery (myomectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the insomnia had resolved. At the time of the report, the pelvic pain, menstrual flow excessive, abdominal distension, hypersensitivity, amnesia, decreased appetite, weight decreased, muscle cramp, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy, autonomic nervous system imbalance, dyspareunia, adnexa uteri cyst, uterine leiomyoma, back pain, neck pain and migraine was resolving, the fatigue and joint pain had resolved and the anger, pruritus, myalgia, arthralgia multiple, the last episode of asthenia, cramp legs, abdominal pain, constipation, dysmenorrhoea, intermenstrual bleeding, bleeding menstrual heavy and scar outcome was unknown. The reporter provided no causality assessment for constipation, myalgia, pruritus, arthralgia multiple, cramp legs and the second episode of asthenia with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, affective disorder, alopecia, amnesia, anger, arthropathy, autonomic nervous system imbalance, back pain, blindness, decreased appetite, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, intermenstrual bleeding, joint pain, loss of libido, menstrual flow excessive, migraine, muscle cramp, neck pain, pain, pelvic pain, polyp, scar, sinusitis, uterine leiomyoma, visual acuity reduced, vulvovaginal dryness, weight decreased, the first episode of asthenia and bleeding menstrual heavy to be related to essure. The reporter commented: 1 spiral in the left tube. Without difficulty / 4 spirals in the right tube. Without difficulty. On (B)(6) 2018: optional technical opinion: 1. Moderate binocular visual acute loss due to idiopathic etiology myopia. 2. Affective disorder due to dysthimic disorder of physiogenic etiology. 3. Disability of the osteoarticular system due to algic syndrome of undetermined etiology. 4. Neurovegetative dysfunction due to root and plexus disorder of idiopathic etiology a total degree of disability of 46% is recognized. On (B)(6) 2019: macroscopic description: a 6 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / an 8 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / a 12x10 mm whitish irregular fragment, when sectioned it has a homogeneous whitish appearance. (1b / it). Diagnosis: uterine tube without significant histological lesions. Uterine tube without significant histological lesions. Leiomyoma. On (B)(6) 2019: she currently presents paresthesias in the upper limbs, the cervical MRI shows foraminal stenosis, she has been evaluated by neurosurgery who ruled out a surgical approach. She does not want treatment for this discomfort. She has low back pain with a mechanical rhythm, for pain she takes enantyum occasionally. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels. On (B)(6) 2019: principal diagnostic nonspecific arthromyalgia ana +. She does not meet the criteria for sle or other autoimmune diseases. Probable adverse effect with essure device. Other diagnoses: cervico arthrosis. Cervical canal stenosis, iron deficiency in relation to menstrual losses. Lichen planus . Diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on (B)(6) 2018: 34.0 ¿g / dl (50 - 170). Blood test - on (B)(6) 2015: analytical tests are requested since she is hypothyroid. Normal results, thyroid-stimulating hormone = 6.05 micrograms (0.35-5.5).; on (B)(6) 2019: eosinophils 6.9 % (0.5-5.5). Ferritin: 8 ng / ml (10-120). Iron: 34ng / dl (50-170). Red cell distribution width: 14.8 % (11.5-14); on (B)(6) 2019: iron deficiency anemia with iron of 34 ferritin 8. Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2014: doubtful although regular thickening of the gastric antrum which, although it may not have clinical translation, would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Liver space occupying lesions suggestive of bile cysts as a first possibility. No other findings of relevant interest; on (B)(6) 2017: suspected nodular images were not identified, except for some isolated punctiform ones of doubtful clinical value. Calcified granuloma is also seen in the right hemithorax. No parenchymal consolidations. Doubtful thickening of the gastric antrum that although regular, and despite the fact that there is no trabeculation of fat. Adenopathies or other findings of interest could need to be assessed with direct visualization techniques. In the liver parenchyma some very small hypoattenuating images are visualized, probably compatible with simple biliary cysts, most of which are located in segments 7, 8 and 6. Conclusion: doubtful although regular thickening of the antrogastric that although could not have clinical translation it would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Space occupying liver lesions suggestive of bile cysts as a first possibility. No other findings of interest.; on (B)(6) 2018: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Culture cervix - on (B)(6) 2014: fresh examination (vaginal exudate): epithelial cells, moderate leukocytes. Yeasts and trichomonas are not observed no pathogenic microorganisms are isolated. Cytology - in 2017: normal. Echocardiogram - on (B)(6) 2017: non-dilated, non-hypertrophic left ventricle with normal global and segmental systolic function. Slight dilation of the left atrium. Minimal tricuspid regurgitation. Slightly thickened mitral valve without evidence of stenosis and mild regurgitation. Main diagnosis: nonspecific arthromyalgias antinuclear antibodies+. It does not meet the criteria for systemic lupus erythematous or other autoimmune diseases.; on (B)(6) 2018: sr 76 bpm, without alterations in repolarization. Endoscopy upper gastrointestinal tract - on (B)(6) 2017: stomach: antral mucosa with a pattern that alternates erythematous and whitish areas without showing the submucosal vessels. Biopsies are taken from the antrum (tube 1) central and permeable pylorus. Diagnosis: endoscopic pattern of chronic superficial antral gastritis / biopsies. Haemoglobin (12 - 15.6 g/dl) - on (B)(6) 2018: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There is no patency of either tube. Complete tubal obturation. Hysteroscopy - on (B)(6) 2011: satisfactory. Anteverted uterus. Type ii cavity. Both ostium visible. Magnetic resonance imaging - on (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Oesophagogastroduodenoscopy - on (B)(6) 2017: dysphagia. Rule out esophageal dysmotility. Report: esophageal hiatus widened, without gastroesophageal reflux during exploration. Conclusion: exploration within normality. Pathology test - on (B)(6) 2019: at the level of the left horn, a 1 cm intramural myoma was identified that was excised without incident. Physical examination - on (B)(6) 2011: exploration with vaginal speculum: normal macroscopic appearance of the vulva, vagina, and cervix. Uterus of normal shape, size, consistency and mobility. Both adnexa are not delimitable. There are no other findings in the pelvis.; on (B)(6) 2014: external genitalia without visible lesions, only slightly erythematous. Normal-appearing vaginal discharge is observed, no pathological leukorrhea. Macroscopically healthy cervix.; on (B)(6) 2018: normal-looking external genitalia. Healthy multiparous cervix. Anteverted uterus, regular, mobile, of normal size and consistency. Adnexa without palpable pathology, pain on palpation deep in the right iliac fossa.; on (B)(6) 2019: skin lesions. Free hips, negative lasegue, negative sacroiliac maneuvers. Rectification of cervical physiological lordosis and left convexity scoliotic curve. Cervical vertebral bodies of normal height without alterations in their signal intensity. Discrete c3-c4 anterolisthesis. Degenerative changes in vertebral bodies in relation to osteophytes. Degenerative changes in interfacial and uncovertebral joints. The intervertebral discs of the cervical region show loss of the t2 signal in relation to dehydration/ degenerative changes. C4-c5: small disc-theophytic protrusion predominantly right paracentral that imprints in the subarachnoid space, it seems to slightly rectify the anterior medullary contour. Uncarthrosic changes predominate on the right side that produce a stenosis of this foramen. C5-c6: uncarthrosic and right facet changes that condition a stenosis of the ipsilateral foramen. C6-c /: discrete posterocentral disc protrusion without associated significant stenosis. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels. Transferrin (250 - 380 mg/dl) - on (B)(6) 2018: 215 mg/dl. Transferrin saturation (15 - 50 %) - on (B)(6) 2018: 11 %. Ultrasound scan - on (B)(6) 2017: digestive ultrasound: 4 mm anechoic image in right hepatic lobule compatible with cyst. Rest of the study reflects normal results. Ultrasound scan vagina - on (B)(6) 2011: uterus of regular contours. Hysterometry 71x43 mm. 69 mm line right ovary of normal characteristics. Left ovary of normal characteristics. Abdominal free fluid is not delimited. There are no other significant findings in the pelvis.; on (B)(6) 2011: regular uterus in anteversion of 79 x 45 mm. 4.5mm endometrial cavity. 28 mm right ovary without significant ultrasound findings. 27 mm left ovary without significant ultrasound findings. 3d reconstruction with some difficulty due to uterine position: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2012: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2014: uterus in anteversion, regular, of normal size. Right ovary with econegative formation of 28 mm. Normal left ovary, with an adjacent 23 mm econegative formation, compatible with a paraovarian cyst. Simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst.; on (B)(6) 2014: uterus of regular contours. Hysterometry 79x39 mm. Linear middle line. Right ovary of normal characteristics. Left ovary of normal characteristics. Abdominal free fluid is not delimited.; on (B)(6) 2018: uterus in anteversion, regular, with 92 mm x 45 mm hysterometry. 10 mm homogeneous midline. Both hyperrefringent devices compatible with essures are visualized in the intramural portion of the uterus with normal insertions. Normal adnexa. Adnexal pathology is not visible. (B)(6). X-ray - on (B)(6) 2012: distance 4.95cm. Lot number: 796905, manufacture date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: new adverse events reported: back pain, angry reactions, cervicalgia, migraine, itching in the abdomen, myalgia, arthralgia, asthenia, cramps in both legs, abdominal pain, constipation, dysmenorrhea, metrorrhagia, abnormal menstrual bleeding, scars. The insertion date of the essure was updated, lab data, historical drugs, family history, concomitant drugs, treatment drugs were added. Outcome for: insomnia, cervicalgia, back pain, memory loss were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 796905) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included iliac fossa pain in (B)(6) 2009, abdominal distension in (B)(6) 2009, ex-tobacco user in 2002, cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2, surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention, myopia (refractive surgery).), irregular periods (for years), multigravida (pregnancy 3 times), abortion (abortion 1), menarche (at age 14) and bleeding menstrual heavy (under iud). No known allergies. At the time of the events, shehad no relevant medical-surgical history. Previously administered products included for heavy menstrual bleeding: mirena from (B)(6) 2010 to (B)(6) 2011; for contraceptive: iud from 2005 to (B)(6) 2010; for contraception: nuvaring. Family history included cervical cancer, endometrial cancer, skin cancer (niece) and blood pressure high (mother and sisters). Concomitant products included losartan for hypertension, levothyroxine sodium (euthyrox) for hypothyroidism as well as azithromycin, diazepam (valium) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding"), abdominal distension ("bloating, abdominal swelling"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle spasms ("cramps"), loss of libido ("loss of libido"), arthralgia ("joint pain"), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches"), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity"), affective disorder ("affective disorder"), arthropathy ("osteoarticular system disability"), autonomic nervous system imbalance ("neuro-vegetative dysfunction"), dyspareunia ("discomfort during sexual intercourse") and adnexa uteri cyst ("paraovarian cyst.(simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst)") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("myoma, 12x10 mm leiomyoma"). The patient was treated with surgery (myomectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, hypersensitivity, insomnia, amnesia, asthenia, decreased appetite, weight decreased, muscle spasms, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy, autonomic nervous system imbalance, dyspareunia, adnexa uteri cyst and uterine leiomyoma was resolving and the fatigue and arthralgia had resolved. The reporter considered abdominal distension, adnexa uteri cyst, affective disorder, amnesia, arthralgia, arthropathy, asthenia, autonomic nervous system imbalance, blindness, decreased appetite, dyspareunia, fatigue, headache, hypersensitivity, insomnia, loss of libido, menorrhagia, muscle spasms, pain, pelvic pain, polyp, sinusitis, uterine leiomyoma, visual acuity reduced, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: 1 spiral in the left tube. Without difficulty / 4 spirals in the right tube. Without difficulty. (B)(6) 2018: optional technical opinion: 1. Moderate binocular visual acute loss due to idiopathic etiology myopia. 2. Affective disorder due to dysthimic disorder of physhogenic etiology. 3. Disability of the osteoarticular system due to algic syndrome of undetermined etiology. 4. Neurovegetative dysfunction due to root and plexus disorder of idiopathic etiology a total degree of disability of 46% is recognized. (B)(6) 2019: macroscopic description: a 6 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / an 8 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / a 12x10 mm whitish irregular fragment, when sectioned it has a homogeneous whitish appearance. (1b / it). Diagnosis: uterine tube without significant histological lesions. Uterine tube without significant histological lesions. Leiomyoma. (B)(6) 2019: she currently presents paresthesias in the upper limbs, the cervical MRI shows foraminal stenosis, she has been evaluated by neurosurgery who ruled out a surgical approach. She does not want treatment for this discomfort. She has low back pain with a mechanical rhythm, for pain she takes enantyum occasionally. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels. (B)(6) 2019: principal diagnostic nonspecific arthromyalgia ana +. She does not meet the criteria for sle or other autoimmune diseases. Probable adverse effect with essure device. Other diagnoses: cervicoarthrosis. Cervical canal stenosis, iron deficiency in relation to menstrual losses. Lichen planus diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on (B)(6) 2018: 34.0 g / dl (50 - 170). Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2014: doubtful although regular thickening of the gastric antrum which, although it may not have clinical translation, would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Liver space occupying lessions suggestive of bile cysts as a first possibility. No other findings of relevant interest; on (B)(6) 2018: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Culture cervix - on (B)(6) 2014: fresh examination (vaginal exudate): epithelial cells, moderate leukocytes. Yeasts and trichomonas are not observed no pathogenic microorganisms are isolated. Cytology - in 2017: normal. Echocardiogram - on (B)(6) 2018: sr 76 bpm, without alterations in repolarization. Haemoglobin (12 - 15.6 g/dl) - on (B)(6) 2018: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There is no patency of either tube. Complete tubal obturation. Hysteroscopy - on (B)(6) 2011: satisfactory. Anteverted uterus. Type ii cavity. Both ostium visible. Magnetic resonance imaging - on (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Physical examination - on (B)(6) 2011: exploration with vaginal speculum: normal macroscopic appearance of the vulva, vagina, and cervix. Uterus of normal shape, size, consistency and mobility. Both adnexa are not delimitable. There are no other findings in the pelvis.; on (B)(6) 2014: external genitalia without visible lesions, only slightly erythematous. Normal-appearing vaginal discharge is observed, no pathological leukorrhea. Macroscopically healthy cervix.; on (B)(6) 2018: normal-looking external genitalia. Healthy multiparous cervix. Anteverted uterus, regular, mobile, of normal size and consistency. Adnexa without palpable pathology, pain on palpation deep in the right iliac fossa.. Transferrin (250 - 380 mg/dl) - on (B)(6) 2018: 215 mg/dl. Transferrin saturation (15 - 50 %) - on (B)(6) 2018: 11 %. Ultrasound scan vagina - on (B)(6) 2011: uterus of regular contours. Hysterometry 71x43 mm. 69 mm line right ovary of normal characteristics left ovary of normal characteristics. Abdominal free fluid is not delimited. There are no other significant findings in the pelvis.; on (B)(6) 2011: regular uterus in anteversion of 79 x 45 mm. 4.5mm endometrial cavity. 28 mm right ovary without significant ultrasound findings. 27 mm left ovary without significant ultrasound findings. 3d reconstruction with some difficulty due to uterine position: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2012: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2014: uterus in anteversion, regular, of normal size. Right ovary with econegative formation of 28 mm. Normal left ovary, with an adjacent 23 mm econegative formation, compatible with a paraovarian cyst. Simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst.; on (B)(6) 2014: uterus of regular contours. Hysterometry 79x39 mm. Linear middle line. Right ovary of normal characteristics. Left ovary of normal characteristics. Abdominal free fluid is not delimited.; on (B)(6) 2018: uterus in anteversion, regular, with 92 mm x 45 mm hysterometry. 10 mm homogeneous midline. Both hyperrefringent devices compatible with essures are visualized in the intramural portion of the uterus with normal insertions. Normal adnexa. Adnexal pathology is not visible. Free douglas.. X-ray - on (B)(6) 2012: distance 4.95cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: essure indication, historical drug, medical history, family history, events (dyspareunia, adnexa uteri cyst, uterine leiomyoma), essure batch number, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2 and surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention). No known allergies. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding"), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle spasms ("cramps"), loss of libido ("loss of libido"), arthralgia ("joint pain "), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches"), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity "), affective disorder ("affective disorder "), arthropathy ("osteoarticular system disability") and autonomic nervous system imbalance ("neuro-vegetative dysfunction ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, hypersensitivity, insomnia, amnesia, asthenia, decreased appetite, weight decreased, muscle spasms, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy and autonomic nervous system imbalance was resolving and the fatigue and arthralgia had resolved. The reporter considered abdominal distension, affective disorder, amnesia, arthralgia, arthropathy, asthenia, autonomic nervous system imbalance, blindness, decreased appetite, fatigue, headache, hypersensitivity, insomnia, loss of libido, menorrhagia, muscle spasms, pain, pelvic pain, polyp, sinusitis, visual acuity reduced, vulvovaginal dryness and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Cytology - in 2017: normal. Magnetic resonance imaging - on (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2 and surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention). No known allergies. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding"), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle spasms ("cramps"), loss of libido ("loss of libido"), arthralgia ("joint pain "), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches"), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity "), affective disorder ("affective disorder "), arthropathy ("osteoarticular system disability") and autonomic nervous system imbalance ("neuro-vegetative dysfunction ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, hypersensitivity, insomnia, amnesia, asthenia, decreased appetite, weight decreased, muscle spasms, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy and autonomic nervous system imbalance was resolving and the fatigue and arthralgia had resolved. The reporter considered abdominal distension, affective disorder, amnesia, arthralgia, arthropathy, asthenia, autonomic nervous system imbalance, blindness, decreased appetite, fatigue, headache, hypersensitivity, insomnia, loss of libido, menorrhagia, muscle spasms, pain, pelvic pain, polyp, sinusitis, visual acuity reduced, vulvovaginal dryness and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Cytology - in 2017: normal. Magnetic resonance imaging - on (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 42-year-old female patient who had essure (batch no. 796905) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included on (B)(6) 2002 migraine (migraine), on (B)(6) 2010, blindness unilateral(vision loss in right eye), bleeding menstrual heavy (under iud) on (B)(6) 2011, metrorrhagia (in use of mirena.) On (B)(6) 2011, iliac fossa pain in (B)(6) 2009, abdominal distension in (B)(6) 2009, ex-tobacco user in 2002, cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2, surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention, myopia (refractive surgery).), irregular periods (for years), multigravida (pregnancy 3 times), abortion (abortion 1) and menarche (at age 14). No known allergies. At the time of the events, shehad no relevant medical-surgical history. Previously administered products included for anxiety: lexatin on (B)(6) 2011; for insomnia: lexatin on (B)(6) 2011; for heavy menstrual bleeding: mirena from (B)(6) 2010 to (B)(6) 2011; for contraceptive: iud from 2005 to (B)(6) 2010; for contraception: nuvaring. Concurrent conditions included drug allergy ((B)(6) 2012: enalapril causes cough (B)(6) 2019: tramadol intolerance (B)(6) 2020: lichen and thiomersal) since (B)(6) 2012. Family history included family history of cancer, family history of cancer, skin cancer (niece) and blood pressure high (brother before 20s acute myocardial infarction; stroke mother high blood pressure).   Concomitant products included escitalopram since (B)(6) 2011 for anxiety and insomnia, tetrazepam (myolastan) since (B)(6) 2012 for cervicalgia and low back pain, losartan for hypertension, levothyroxine sodium (euthyrox) for hypothyroidism, dexchlorpheniramine and ferrous sulfate (tardyferon) since (B)(6) 2019 for iron deficiency anemia as well as azithromycin, bromazepam since (B)(6) 2021, diazepam (valium) since (B)(6) 2012 and ibuprofen.   On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual flow excessive ("excessive bleeding"), abdominal distension ("bloating, abdominal swelling"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), the first episode of asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle cramp ("cramps"), loss of libido ("loss of libido / sexual loss of appetite"), joint pain ("joint pain"), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches / constant headache 20 days, recurrent "), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity"), affective disorder ("affective disorder"), arthropathy ("osteoarticular system disability"), autonomic nervous system imbalance ("neuro-vegetative dysfunction"), dyspareunia ("discomfort during sexual intercourse recurrent ") and adnexa uteri cyst ("paraovarian cyst.(simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst)") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("at the level of the left tube, a 1 cm intramural myoma was identified. 12x10 mm leiomyoma. Fallopian tubes without histological lesions."), 10 days after insertion of essure. On (B)(6) 2011, the patient experienced visual impairment (¿47% disability due to myopia membrane and she only perceives light¿) and weight increased (¿weight gain¿). On (B)(6) 2012, the patient experienced back pain ("severe back pain / low back pain / lumbago recurrent "), dizziness (¿dizziness¿).and neck pain ("cervicalgia"). On (B)(6) 2012, the patient experienced scoliosis (¿scoliosis¿).on (B)(6) 2013, the patient experienced pruritus ("itching in the abdomen / body itching "), redness ("redness"). On (B)(6) 2013 the patient experienced blood pressure increased (¿120/90 mmhg, systolic goes up¿). On (B)(6) 2013 the patient experienced blood pressure diastolic increased (¿borderline systolic and high diastolic 100/102, 130/92 and 125/93 mmhg recuurent¿). On (B)(6) 2013, the patient experienced hypertension (¿high blood pressure¿). On (B)(6) 2014, the patient experienced ovarian cyst (¿simple cyst in right ovar / cyst in left paraovary¿). On (B)(6) 2014, the patient experienced skin papilloma (¿cutaneous papilloma¿) and pain in extremity (¿pain in the right foot, which increases when walking barefoot¿). In 2015 the patient experienced musculoskeletal pain (¿nonspecific arthromyalgias with positive ana¿). On (B)(6) 2015, the patient experienced bursitis (¿right trochanteritis¿). On (B)(6) 2015 the patient experienced presbyopia (¿presbyopia¿). On (B)(6) 2015, the patient experienced myalgia ("generalized myalgia / pain in right hemithorax with normal chest x-ray, muscle pain "), arthralgia multiple ("arthralgias"), the second episode of asthenia ("asthenia") and cramp legs ("cramps in both legs especially in the right leg from the hip"). On (B)(6) 2016 the patient experienced chest pain (¿pain in right hemithorax with normal chest x-ray¿). On (B)(6) 2016, the patient experienced hyperparathyroidism (¿hyperparathyroidism¿). On (B)(6) 2016, the patient experienced nasal polyps (¿benign nasal polyp¿). On (B)(6) 2017, the patient experienced oesophageal motility disorder (¿esophagus dysmotility disease¿).in (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain / discontinuous right flank pain"). On (B)(6) 2016, the patient experienced leukopenia (¿mild leukopenia¿), on (B)(6) 2018, the patient experienced abdominal pain lower (¿n in right iliac fossa¿). On (B)(6) 2018 the patient experienced flank pain (¿pain in right flank of 9 months of evolution¿). On (B)(6) 2018, the patient experienced lichen planus (¿lichen planus. Lichen planus mouth, clovate in armpits, elocom¿). On (B)(6) 2018, the patient experienced and constipation ("constipation / constipation for years "). On (B)(6) 2018, the patient experienced intervertebral disc protrusion (¿cervical disc hernia¿). On (B)(6) 2019, the patient experienced patellofemoral pain syndrome (¿patellar chondromalacia grade iii¿). On (B)(6) 2019 the patient experienced cystitis (¿acute cystitis¿). On (B)(6) 2019 the patient experienced urinary tract infection (¿urinary tract infection¿).on (B)(6) 2019, the patient experienced memory impairment(¿memory issue¿). On (B)(6) 2019, the patient experienced anaemia deficiencies (¿iron deficiency anemia with iron of 34 ferritins¿). On (B)(6) 2019 the patient experienced neck mass (¿mass of approximately 4 cm in supraclavicular left region¿).on (B)(6) 2019, the patient experienced intermenstrual bleeding ("metrorrhagia recurrent ") and bleeding menstrual heavy ("abnormal menstrual bleeding"). On (B)(6) 2020, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2020 the patient experienced menstrual disorder (¿anomalous menstrual bleeding¿). On (B)(6) 2021, the patient experienced scar ("scars from the essure"). On an unknown date, the patient experienced alopecia ("hair loss"), anger ("angry reactions"), migraine ("migraine / intense migraine headache recurrent "). On (B)(6) 2021, the patient experienced abdominal pain(¿brown spotting for 42 days with abdominal pain and lumbar pain¿). On (B)(6) 2021, the patient experienced genital haemorrhage (¿brown spotting for 42 days with abdominal pain and lumbar pain¿).on (B)(6)2021, the patient experienced discomfort (¿general discomfort¿).    The patient was treated with desogestrel (cerazette), tranexamic acid (amchafibrin), physical therapy and surgery (myomectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the insomnia had resolved. At the time of the report, the blood pressure diastolic increased, blood pressure increased, musculoskeletal pain was not recovered/not resolved, the pelvic pain, menstrual flow excessive, abdominal distension, hypersensitivity, amnesia, decreased appetite, weight decreased, muscle cramp, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy, autonomic nervous system imbalance, dyspareunia, adnexa uteri cyst, uterine leiomyoma, back pain, neck pain and migraine, weight increased was resolving, the fatigue and joint pain had resolved and the anger, pruritus, myalgia, arthralgia multiple, the last episode of asthenia, cramp legs, abdominal pain, constipation, dysmenorrhoea, intermenstrual bleeding, bleeding menstrual heavy, scoliosis, redness, discomfort, abdominal pain lower, anaemia deficiencies, abdominal pain, genital haemorrhage, patellofemoral pain syndrome, memory impairment, lichen planus, intervertebral disc protrusion, oesophageal motility disorder, nasal polyps, bursitis, hyperparathyroidism, skin papilloma hypertension, dizziness, ovarian cyst, chest pain, neck mass, flank pain, menstrual disorder, presbyopia, pain in extremity, urinary tract infection, cystitis and scar outcome was unknown.   The reporter provided no causality assessment for constipation, myalgia, pruritus, arthralgia multiple, cramp legs and the second episode of asthenia with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, affective disorder, alopecia, amnesia, anger, arthropathy, autonomic nervous system imbalance, back pain, blindness, decreased appetite, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, intermenstrual bleeding, joint pain, loss of libido, menstrual flow excessive, migraine, muscle cramp, neck pain, pain, pelvic pain, polyp, scar, sinusitis, uterine leiomyoma, visual acuity reduced, vulvovaginal dryness, weight decreased, the first episode of asthenia and bleeding menstrual heavy, scoliosis, redness, discomfort, abdominal pain lower, anaemia deficiencies, abdominal pain, genital haemorrhage, patellofemoral pain syndrome, memory impairment, lichen planus, intervertebral disc protrusion, oesophageal motility disorder, nasal polyps, bursitis, hyperparathyroidism, skin papilloma hypertension, dizziness, ovarian cyst, chest pain, neck mass, flank pain, menstrual disorder, presbyopia, pain in extremity, urinary tract infection, cystitis, weight increased, retinopathy, blood pressure diastolic increased, blood pressure increased to be related to essure.   The reporter commented: 1 spiral in the left tube. Without difficulty / 4 spirals in the right tube. Without difficulty. (B)(6) 2018: optional technical opinion: 1. Moderate binocular visual acute loss due to idiopathic etiology myopia 2. Affective disorder due to dysthimic disorder of physhogenic etiology 3. Disability of the osteoarticular system due to algic syndrome of undetermined etiology 4. Neurovegetative dysfunction due to root and plexus disorder of idiopathic etiology a total degree of disability of 46% is recognized (B)(6) 2019: macroscopic description: a 6 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / an 8 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / a 12x10 mm whitish irregular fragment, when sectioned it has a homogeneous whitish appearance. (1b / it). Diagnosis: uterine tube without significant histological lesions. Uterine tube without significant histological lesions. Leiomyoma. (B)(6) 2019: she currently presents paresthesias in the upper limbs, the cervical MRI shows foraminal stenosis, she has been evaluated by neurosurgery who ruled out a surgical approach. She does not want treatment for this discomfort. She has low back pain with a mechanical rhythm, for pain she takes enantyum occasionally. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels. (B)(6) 2019: principal diagnostic nonspecific arthromyalgia ana +. She does not meet the criteria for sle or other autoimmune diseases. Probable adverse effect with essure device. Other diagnoses: cervicoarthrosis. Cervical canal stenosis, iron deficiency in relation to menstrual losses. Lichen planus   diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on 03-dec-2018: 34.0 g / dl (50 - 170). Blood pressure measurement ¿ on (B)(6) 2013: 100/102 mmhg blood pressure measurement ¿ on (B)(6) 2013: 120/90 mmhg blood test - on (B)(6) 2015: analytical tests are requested since she is hypothyroid. Normal results, thyroid-stimulating hormone = 6.05 micrograms (0.35-5.5).; on (B)(6) 2019: eosinophils 6.9 % (0.5-5.5), ferritin: 8 ng / ml (10-120), iron: 34ng / dl (50-170), red cell distribution width: 14.8 % (11.5-14); on (B)(6) 2019: iron deficiency anemia with iron of 34 ferritin 8. Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2014: doubtful although regular thickening of the gastric antrum which, although it may not have clinical translation, would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Liver space occupying lessions suggestive of bile cysts as a first possibility. No other findings of relevant interest; on (B)(6) 2017: suspected nodular images were not identified, except for some isolated punctiform ones of doubtful clinical value. Calcified granuloma is also seen in the right hemithorax. No parenchymal consolidations. Doubtful thickening of the gastric antrum that although regular, and despite the fact that there is no trabeculation of fat. Adenopathies or other findings of interest could need to be assessed with direct visualization techniques. In the liver parenchyma some very small hypoattenuating images are visualized, probably compatible with simple biliary cysts, most of which are located in segments 7, 8 and 6. Conclusion: doubtful although regular thickening of the antrogastric that although could not have clinical translation it would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Space occupying liver lesions suggestive of bile cysts as a first possibility. No other findings of interest.; on (B)(6) 2018: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Culture cervix - on (B)(6) 2014: fresh examination (vaginal exudate): epithelial cells, moderate leukocytes. Yeasts and trichomonas are not observed no pathogenic microorganisms are isolated. Cytology - in 2017: normal. Electromyogram ¿ on (B)(6) 2017: normal. Echocardiogram - on (B)(6) 2017: non-dilated, non-hypertrophic left ventricle with normal global and segmental systolic function. Slight dilation of the left atrium. Minimal tricuspid regurgitation. Slightly thickened mitral valve without evidence of stenosis and mild regurgitation. Main diagnosis: nonspecific arthromyalgias antinuclear antibodies+. It does not meet the criteria for systemic lupus erythematous or other autoimmune diseases.; on (B)(6) 2018: sr 76 bpm, without alterations in repolarization. Endoscopy upper gastrointestinal tract - on (B)(6) 2017: stomach: antral mucosa with a pattern that alternates erythematous and whitish areas without showing the submucosal vessels. Biopsies are taken from the antrum (tube 1) central and permeable pylorus. Diagnosis: endoscopic pattern of chronic superficial antral gastritis / biopsies.. Haemoglobin (12 - 15.6 g/dl) - on (B)(6) 2018: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There is no patency of either tube. Complete tubal obturation. Hysterosalpingogram ¿ on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There isno patency of either tube. Complete tubal obturation. Hysteroscopy - on (B)(6) 2011: satisfactory. Anteverted uterus. Type ii cavity. Both ostium visible. Magnetic resonance imaging - on (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Oesophagogastroduodenoscopy - on (B)(6) 2017: dysphagia. Rule out esophageal dysmotility. Report: esophageal hiatus widened, without gastroesophageal reflux during exploration. Conclusion: exploration within normality. Pathology test - on (B)(6) 2019: at the level of the left horn, a 1 cm intramural myoma was identified that was excised without incident.. Physical examination - on (B)(6) 2011: exploration with vaginal speculum: normal macroscopic appearance of the vulva, vagina, and cervix. Uterus of normal shape, size, consistency and mobility. Both adnexa are not delimitable. There are no other findings in the pelvis.; on (B)(6) 2014: external genitalia without visible lesions, only slightly erythematous. Normal-appearing vaginal discharge is observed, no pathological leukorrhea. Macroscopically healthy cervix.; on (B)(6) 2018: normal-looking external genitalia. Healthy multiparous cervix. Anteverted uterus, regular, mobile, of normal size and consistency. Adnexa without palpable pathology, pain on palpation deep in the right iliac fossa.; on (B)(6) 2019: skin lesions. Free hips, negative lasegue, negative sacroiliac maneuvers. Rectification of cervical physiological lordosis and left convexity scoliotic curve. Cervical vertebral bodies of normal height without alterations in their signal intensity. Discrete c3-c4 anterolisthesis. Degenerative changes in vertebral bodies in relation to osteophytes. Degenerative changes in interfacial and uncovertebral joints. The intervertebral discs of the cervical region show loss of the t2 signal in relation to dehydration/ degenerative changes. C4-c5: small disc-theophytic protrusion predominantly right paracentral that imprints in the subarachnoid space, it seems to slightly rectify the anterior medullary contour. Uncarthrosic changes predominate on the right side that produce a stenosis of this foramen. C5-c6: uncarthrosic and right facet changes that condition a stenosis of the ipsilateral foramen. C6-c /: discrete posterocentral disc protrusion without associated significant stenosis. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels.. Transferrin (250 - 380 mg/dl) - on (B)(6) 2018: 215 mg/dl. Transferrin saturation (15 - 50 %) - on (B)(6) 2018: 11 %. Ultrasound abdômen ¿ on (B)(6) 2018 : unremarkable. Ultrasound scan - on (B)(6) 2017: digestive ultrasound: 4 mm anechoic image in right hepatic lobule compatible with cyst. Rest of the study reflects normal results. Ultrasound scan vagina - on (B)(6) 2011: uterus of regular contours. Hysterometry 71x43 mm. 69 mm line right ovary of normal characteristics left ovary of normal characteristics. Abdominal free fluid is not delimited. There are no other significant findings in the pelvis.; on (B)(6) 2011: regular uterus in anteversion of 79 x 45 mm. 4.5mm endometrial cavity. 28 mm right ovary without significant ultrasound findings. 27 mm left ovary without significant ultrasound findings. 3d reconstruction with some difficulty due to uterine position: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2012: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2014: uterus in anteversion, regular, of normal size. Right ovary with econegative formation of 28 mm. Normal left ovary, with an adjacent 23 mm econegative formation, compatible with a paraovarian cyst. Simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst.; on (B)(6) 2014: uterus of regular contours. Hysterometry 79x39 mm. Linear middle line. Right ovary of normal characteristics. Left ovary of normal characteristics. Abdominal free fluid is not delimited.; on (B)(6) 2018: uterus in anteversion, regular, with 92 mm x 45 mm hysterometry. 10 mm homogeneous midline. Both hyperrefringent devices compatible with essures are visualized in the intramural portion of the uterus with normal insertions. Normal adnexa. Adnexal pathology is not visible. Free douglas. Urine analysis ¿ on (B)(6) 2018: normal. White blood cell count ¿ on (B)(6) 2016: mild leucopenia. White blood cell count ¿ on (B)(6) 2016: normal leukocytes. X-ray - on (B)(6) 2012: distance 4.95cm. X-ray ¿ on (B)(6) 2012: scoliosis, foot x-ray. X-ray ¿ on (B)(6) 2016: normal chest x-ray. X-ray of pelvis and hip ¿ on (B)(6) 2016: shows right pericetabular calcification.   On 21-may-2021: the follow information were included medical history, lab data, other treatment, concomitant products, anxiety, adult onset scoliosis, redness, leukopenia, general discomfort, iliac fossa pain, iron deficiency anemia, genital bleeding, abdominal pain, lumbar pain, memory disturbance, chondromalacia of patella, cervical disc herniation, esophageal motility disorder, nasal polyps, hyperparathyroidism, trochanteritis, skin papilloma, blood pressure high, dizziness, we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 42-year-old female patient who had essure (batch no. 796905) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included on (B)(6) 2002 migraine (migraine), on (B)(6) 2010, blindness unilateral(vision loss in right eye), bleeding menstrual heavy (under iud) on (B)(6) 2011, metrorrhagia (in use of mirena.) On (B)(6) 2011, iliac fossa pain in (B)(6) 2009, abdominal distension in (B)(6) 2009, ex-tobacco user in 2002, cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2, surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention, myopia (refractive surgery).), irregular periods (for years), multigravida (3), abortion (1) and menarche (at age 14). No known allergies. At the time of the events, shehad no relevant medical-surgical history. Previously administered products included for anxiety: lexatin on (B)(6) 2011; for insomnia: lexatin on (B)(6) 2011; for heavy menstrual bleeding: mirena from (B)(6) 2010 to (B)(6) 2011; for contraceptive: iud from 2005 to (B)(6) 2010; for contraception: nuvaring. Concurrent conditions included drug allergy ((B)(6) 2012: enalapril causes coughoct/2019: tramadol intolerance (B)(6) 2020: lichen and thiomersal) since (B)(6) 2012. Family history included family history of cancer, family history of cancer, skin cancer (niece) and blood pressure high (brother before 20s acute myocardial infarction; stroke mother high blood pressure).   Concomitant products included escitalopram since (B)(6) 2011 for anxiety and insomnia, tetrazepam (myolastan) since (B)(6) 2012 for cervicalgia and low back pain, losartan for hypertension, levothyroxine sodium (euthyrox) for hypothyroidism, dexchlorpheniramine and ferrous sulfate (tardyferon) since (B)(6) 2019 for iron deficiency anemia as well as azithromycin, bromazepam since (B)(6) 2021, diazepam (valium) since (B)(6) 2012 and ibuprofen.   On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual flow excessive ("excessive bleeding"), abdominal distension ("bloating, abdominal swelling"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), the first episode of asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle cramp ("cramps"), loss of libido ("loss of libido / sexual loss of appetite"), joint pain ("joint pain"), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches / constant headache 20 days, recurrent "), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity"), affective disorder ("affective disorder"), arthropathy ("osteoarticular system disability"), autonomic nervous system imbalance ("neuro-vegetative dysfunction"), dyspareunia ("discomfort during sexual intercourse recurrent ") and adnexa uteri cyst ("paraovarian cyst, left paraovarian cyst)") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("at the level of the left tube, a 1 cm intramural myoma was identified. 12x10 mm leiomyoma. Fallopian tubes without histological lesions."), 10 days after insertion of essure. On (B)(6) 2011, the patient experienced visual impairment (¿47% disability due to myopia membrane and she only perceives light¿) and weight increased (¿weight gain¿). On (B)(6) 2012, the patient experienced back pain ("severe back pain / low back pain / lumbago recurrent "), dizziness (¿dizziness¿).and neck pain ("cervicalgia"). On (B)(6) 2012, the patient experienced scoliosis (¿scoliosis¿).on (B)(6) 2013, the patient experienced pruritus ("itching in the abdomen / body itching "), redness ("redness"). On (B)(6) 2013 the patient experienced blood pressure increased (¿120/90 mmhg, systolic goes up¿). On (B)(6) 2013 the patient experienced blood pressure diastolic increased (¿borderline systolic and high diastolic 100/102, 130/92 and 125/93 mmhg recuurent¿). On (B)(6) 2013, the patient experienced hypertension (¿high blood pressure¿). On (B)(6) 2014, the patient experienced ovarian cyst (¿simple cyst in the right ovary (possibly dysfunctional)¿). On (B)(6) 2014, the patient experienced skin papilloma (¿cutaneous papilloma¿) and pain in extremity (¿pain in the right foot, which increases when walking barefoot¿). In 2015the patient experienced musculoskeletal pain (¿nonspecific arthromyalgias with positive ana¿). On (B)(6) 2015, the patient experienced bursitis (¿right trochanteritis¿). On (B)(6) 2015 the patient experienced presbyopia (¿presbyopia¿). On (B)(6) 2015, the patient experienced myalgia ("generalized myalgia / pain in right hemithorax with normal chest x-ray, muscle pain "), arthralgia multiple ("arthralgias"), the second episode of asthenia ("asthenia") and cramp legs ("cramps in both legs especially in the right leg from the hip"). On (B)(6) 2016 the patient experienced chest pain (¿pain in right hemithorax with normal chest x-ray¿). On (B)(6) 2016, the patient experienced hyperparathyroidism (¿hyperparathyroidism¿). On (B)(6) 2016, the patient experienced nasal polyps (¿benign nasal polyp¿). On (B)(6) 2017, the patient experienced oesophageal motility disorder (¿esophagus dysmotility disease¿).in (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain / discontinuous right flank pain"). On (B)(6) 2016, the patient experienced leukopenia (¿mild leukopenia¿), on (B)(6) 2018, the patient experienced abdominal pain lower (¿n in right iliac fossa¿). On (B)(6) 2018 the patient experienced flank pain (¿pain in right flank of 9 months of evolution¿). On (B)(6) 2018, the patient experienced lichen planus (¿lichen planus, clovate in armpits, elocom¿) and oral lichen planus (¿lichen planus mouth¿). On (B)(6) 2018, the patient experienced and constipation ("constipation / constipation for years "). On (B)(6) 2018, the patient experienced intervertebral disc protrusion (¿cervical disc hernia¿). On (B)(6) 2019, the patient experienced patellofemoral pain syndrome (¿patellar chondromalacia grade iii¿). On (B)(6) 2019 the patient experienced cystitis (¿acute cystitis¿). On (B)(6) 2019 the patient experienced urinary tract infection (¿urinary tract infection¿).on (B)(6) 2019, the patient experienced memory impairment(¿memory issue¿). On (B)(6) 2019, the patient experienced anaemia deficiencies (¿iron deficiency anemia with iron of 34 ferritins¿). On (B)(6) 2019 the patient experienced neck mass (¿mass of approximately 4 cm in supraclavicular left region¿).on (B)(6) 2019, the patient experienced intermenstrual bleeding ("metrorrhagia recurrent ") and bleeding menstrual heavy ("abnormal menstrual bleeding"). On (B)(6) 2020, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2020 the patient experienced menstrual disorder (¿anomalous menstrual bleeding¿). On (B)(6) 2021, the patient experienced scar ("scars from the essure"). On an unknown date, the patient experienced alopecia ("hair loss"), anger ("angry reactions"), migraine ("migraine / intense migraine headache recurrent "). On (B)(6) 2021, the patient experienced abdominal pain(¿brown spotting for 42 days with abdominal pain and lumbar pain¿). On (B)(6) 2021, the patient experienced genital haemorrhage (¿brown spotting for 42 days with abdominal pain and lumbar pain¿).on (B)(6) 2021, the patient experienced discomfort (¿general discomfort¿).    The patient was treated with desogestrel (cerazette), tranexamic acid (amchafibrin), physical therapy and surgery (myomectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the insomnia had resolved. At the time of the report, the blood pressure diastolic increased, blood pressure increased, musculoskeletal pain was not recovered/not resolved, the pelvic pain, menstrual flow excessive, abdominal distension, hypersensitivity, amnesia, decreased appetite, weight decreased, muscle cramp, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy, autonomic nervous system imbalance, dyspareunia, adnexa uteri cyst, uterine leiomyoma, back pain, neck pain and migraine, weight increased was resolving, the fatigue and joint pain had resolved and the anger, pruritus, myalgia, arthralgia multiple, the last episode of asthenia, cramp legs, abdominal pain, constipation, dysmenorrhoea, intermenstrual bleeding, bleeding menstrual heavy, scoliosis, redness, discomfort, abdominal pain lower, anaemia deficiencies, abdominal pain, genital haemorrhage, patellofemoral pain syndrome, memory impairment, lichen planus, oral lichen planus, intervertebral disc protrusion, oesophageal motility disorder, nasal polyps, bursitis, hyperparathyroidism, skin papilloma hypertension, dizziness, ovarian cyst, chest pain, neck mass, flank pain, menstrual disorder, presbyopia, pain in extremity, urinary tract infection, cystitis and scar outcome was unknown.   The reporter provided no causality assessment for constipation, myalgia, pruritus, arthralgia multiple, cramp legs and the second episode of asthenia with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, affective disorder, alopecia, amnesia, anger, arthropathy, autonomic nervous system imbalance, back pain, blindness, decreased appetite, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, insomnia, intermenstrual bleeding, joint pain, loss of libido, menstrual flow excessive, migraine, muscle cramp, neck pain, pain, pelvic pain, polyp, scar, sinusitis, uterine leiomyoma, visual acuity reduced, vulvovaginal dryness, weight decreased, the first episode of asthenia and bleeding menstrual heavy, scoliosis, redness, discomfort, abdominal pain lower, anaemia deficiencies, abdominal pain, genital haemorrhage, patellofemoral pain syndrome, memory impairment, lichen planus, oral lichen planus, intervertebral disc protrusion, oesophageal motility disorder, nasal polyps, bursitis, hyperparathyroidism, skin papilloma hypertension, dizziness, ovarian cyst, chest pain, neck mass, flank pain, menstrual disorder, presbyopia, pain in extremity, urinary tract infection, cystitis, weight increased, retinopathy, blood pressure diastolic increased, blood pressure increased to be related to essure.   The reporter commented: 1 spiral in the left tube. Without difficulty / 4 spirals in the right tube. Without difficulty. (B)(6) 2018: optional technical opinion: 1. Moderate binocular visual acute loss due to idiopathic etiology myopia 2. Affective disorder due to dysthimic disorder of physhogenic etiology 3. Disability of the osteoarticular system due to algic syndrome of undetermined etiology 4. Neurovegetative dysfunction due to root and plexus disorder of idiopathic etiology a total degree of disability of 46% is recognized (B)(6) 2019: macroscopic description: a 6 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / an 8 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / a 12x10 mm whitish irregular fragment, when sectioned it has a homogeneous whitish appearance. (1b / it). Diagnosis: uterine tube without significant histological lesions. Uterine tube without significant histological lesions. Leiomyoma. (B)(6) 2019: she currently presents paresthesias in the upper limbs, the cervical MRI shows foraminal stenosis, she has been evaluated by neurosurgery who ruled out a surgical approach. She does not want treatment for this discomfort. She has low back pain with a mechanical rhythm, for pain she takes enantyum occasionally. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels. (B)(6) 2019: principal diagnostic nonspecific arthromyalgia ana +. She does not meet the criteria for sle or other autoimmune diseases. Probable adverse effect with essure device. Other diagnoses: cervicoarthrosis. Cervical canal stenosis, iron deficiency in relation to menstrual losses. Lichen planus   diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on (B)(6) 2018: 34.0 g / dl (50 - 170). Blood pressure measurement ¿ on (B)(6) 2013: 100/102 mmhg blood pressure measurement ¿ on (B)(6) 2013: 120/90 mmhg blood test - on (B)(6) 2015: analytical tests are requested since she is hypothyroid. Normal results, thyroid-stimulating hormone = 6.05 micrograms (0.35-5.5).; on (B)(6) 2019: eosinophils 6.9 % (0.5-5.5), ferritin: 8 ng / ml (10-120), iron: 34ng / dl (50-170), red cell distribution width: 14.8 % (11.5-14); on (B)(6) 2019: iron deficiency anemia with iron of 34 ferritin 8. Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2014: doubtful although regular thickening of the gastric antrum which, although it may not have clinical translation, would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Liver space occupying lessions suggestive of bile cysts as a first possibility. No other findings of relevant interest; on (B)(6) 2017: suspected nodular images were not identified, except for some isolated punctiform ones of doubtful clinical value. Calcified granuloma is also seen in the right hemithorax. No parenchymal consolidations. Doubtful thickening of the gastric antrum that although regular, and despite the fact that there is no trabeculation of fat. Adenopathies or other findings of interest could need to be assessed with direct visualization techniques. In the liver parenchyma some very small hypoattenuating images are visualized, probably compatible with simple biliary cysts, most of which are located in segments 7, 8 and 6. Conclusion: doubtful although regular thickening of the antrogastric that although could not have clinical translation it would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Space occupying liver lesions suggestive of bile cysts as a first possibility. No other findings of interest.; on (B)(6) 2018: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Culture cervix - on (B)(6) 2014: fresh examination (vaginal exudate): epithelial cells, moderate leukocytes. Yeasts and trichomonas are not observed no pathogenic microorganisms are isolated. Cytology - in 2017: normal. Electromyogram ¿ on (B)(6) 2017: normal. Echocardiogram - on (B)(6) 2017: non-dilated, non-hypertrophic left ventricle with normal global and segmental systolic function. Slight dilation of the left atrium. Minimal tricuspid regurgitation. Slightly thickened mitral valve without evidence of stenosis and mild regurgitation. Main diagnosis: nonspecific arthromyalgias antinuclear antibodies+. It does not meet the criteria for systemic lupus erythematous or other autoimmune diseases.; on (B)(6) 2018: sr 76 bpm, without alterations in repolarization. Endoscopy upper gastrointestinal tract - on (B)(6) 2017: stomach: antral mucosa with a pattern that alternates erythematous and whitish areas without showing the submucosal vessels. Biopsies are taken from the antrum (tube 1) central and permeable pylorus. Diagnosis: endoscopic pattern of chronic superficial antral gastritis / biopsies.. Haemoglobin (12 - 15.6 g/dl) - on (B)(6) 2018: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There is no patency of either tube. Complete tubal obturation. Hysterosalpingogram ¿ on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There isno patency of either tube. Complete tubal obturation. Hysteroscopy - on (B)(6) 2011: satisfactory. Anteverted uterus. Type ii cavity. Both ostium visible. Magnetic resonance imaging - (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Oesophagogastroduodenoscopy - on (B)(6) 2017: dysphagia. Rule out esophageal dysmotility. Report: esophageal hiatus widened, without gastroesophageal reflux during exploration. Conclusion: exploration within normality. Pathology test - on (B)(6) 2019: at the level of the left horn, a 1 cm intramural myoma was identified that was excised without incident. Physical examination - on (B)(6) 2011: exploration with vaginal speculum: normal macroscopic appearance of the vulva, vagina, and cervix. Uterus of normal shape, size, consistency and mobility. Both adnexa are not delimitable. There are no other findings in the pelvis.; on (B)(6) 2014: external genitalia without visible lesions, only slightly erythematous. Normal-appearing vaginal discharge is observed, no pathological leukorrhea. Macroscopically healthy cervix.; on (B)(6) 2018: normal-looking external genitalia. Healthy multiparous cervix. Anteverted uterus, regular, mobile, of normal size and consistency. Adnexa without palpable pathology, pain on palpation deep in the right iliac fossa.; on (B)(6) 2019: skin lesions. Free hips, negative lasegue, negative sacroiliac maneuvers. Rectification of cervical physiological lordosis and left convexity scoliotic curve. Cervical vertebral bodies of normal height without alterations in their signal intensity. Discrete c3-c4 anterolisthesis. Degenerative changes in vertebral bodies in relation to osteophytes. Degenerative changes in interfacial and uncovertebral joints. The intervertebral discs of the cervical region show loss of the t2 signal in relation to dehydration/ degenerative changes. C4-c5: small disc-theophytic protrusion predominantly right paracentral that imprints in the subarachnoid space, it seems to slightly rectify the anterior medullary contour. Uncarthrosic changes predominate on the right side that produce a stenosis of this foramen. C5-c6: uncarthrosic and right facet changes that condition a stenosis of the ipsilateral foramen. C6-c /: discrete posterocentral disc protrusion without associated significant stenosis. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels.. Transferrin (250 - 380 mg/dl) - on (B)(6) 2018: 215 mg/dl. Transferrin saturation (15 - 50 %) - on (B)(6) 2018: 11 %. Ultrasound abdômen ¿ on (B)(6) 2018: unremarkable. Ultrasound scan - on (B)(6) 2017: digestive ultrasound: 4 mm anechoic image in right hepatic lobule compatible with cyst. Rest of the study reflects normal results. Ultrasound scan vagina - on (B)(6) 2011: uterus of regular contours. Hysterometry 71x43 mm. 69 mm line right ovary of normal characteristics left ovary of normal characteristics. Abdominal free fluid is not delimited. There are no other significant findings in the pelvis.; on (B)(6) 2011: regular uterus in anteversion of 79 x 45 mm. 4.5mm endometrial cavity. 28 mm right ovary without significant ultrasound findings. 27 mm left ovary without significant ultrasound findings. 3d reconstruction with some difficulty due to uterine position: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2012: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2014: uterus in anteversion, regular, of normal size. Right ovary with econegative formation of 28 mm. Normal left ovary, with an adjacent 23 mm econegative formation, compatible with a paraovarian cyst. Simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst.; on (B)(6) 2014: uterus of regular contours. Hysterometry 79x39 mm. Linear middle line. Right ovary of normal characteristics. Left ovary of normal characteristics. Abdominal free fluid is not delimited.; on (B)(6) 2018: uterus in anteversion, regular, with 92 mm x 45 mm hysterometry. 10 mm homogeneous midline. Both hyperrefringent devices compatible with essures are visualized in the intramural portion of the uterus with normal insertions. Normal adnexa. Adnexal pathology is not visible. Free douglas. Urine analysis ¿ on (B)(6) 2018: normal. White blood cell count ¿ on (B)(6) 2016: mild leucopenia. White blood cell count ¿ on (B)(6) 2016: normal leukocytes. X-ray - on (B)(6) 2012: distance 4.95cm. X-ray ¿ on (B)(6) 2012: scoliosis, foot x-ray. X-ray ¿ on (B)(6) 2016: normal chest x-ray. X-ray of pelvis and hip ¿ on (B)(6) 2016: shows right pericetabular calcification.   On 17-jan-2022: amendment: upon internal review pt oral lichen planus was added after term split. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 796905) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included iliac fossa pain in (B)(6) 2009, abdominal distension in (B)(6) 2009, ex-tobacco user in 2002, cervical spondylosis, lichen planus, antinuclear antibody present (nonspecific arthromyalgias. Does not meet systemic lupus erythematosus criteria. Being monitored by rheumatology.), arterial hypertension, hypothyroidism, parity 2, surgical intervention (chondromalacia patellae; sinusitis (3 occasions); surgery via fuchs membrane. Patient reports intraoperative awareness during 2nd otolaryngology intervention, myopia (refractive surgery).), irregular periods (for years), multigravida (pregnancy 3 times), abortion (abortion 1), menarche (at age 14) and bleeding menstrual heavy (under iud). No known allergies. At the time of the events, shehad no relevant medical-surgical history. Previously administered products included for heavy menstrual bleeding: mirena from (B)(6) 2010 to (B)(6) 2011; for contraceptive: iud from 2005 to (B)(6) 2010; for contraception: nuvaring. Family history included family history of cancer, family history of cancer, skin cancer (niece) and blood pressure high (mother and sisters). Concomitant products included losartan for hypertension, levothyroxine sodium (euthyrox) for hypothyroidism as well as azithromycin, diazepam (valium) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding"), abdominal distension ("bloating, abdominal swelling"), hypersensitivity ("allergic reaction"), fatigue ("extreme fatigue"), insomnia ("insomnia"), amnesia ("memory loss"), asthenia ("loss of strength"), decreased appetite ("loss of appetite"), muscle spasms ("cramps"), loss of libido ("loss of libido"), arthralgia ("joint pain"), vulvovaginal dryness ("vaginal dryness"), pain ("general pain"), blindness ("loss of vision"), headache ("atypical headaches"), polyp ("chronic polypoid"), sinusitis ("rhinosinusitis"), visual acuity reduced ("moderate loss of binocular visual acuity"), affective disorder ("affective disorder"), arthropathy ("osteoarticular system disability"), autonomic nervous system imbalance ("neuro-vegetative dysfunction"), dyspareunia ("discomfort during sexual intercourse") and adnexa uteri cyst ("paraovarian cyst.(simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst)") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("at the level of the left tube, a 1 cm intramural myoma was identified. 12x10 mm leiomyoma. Fallopian tubes without histological lesions."). The patient was treated with surgery (myomectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, hypersensitivity, insomnia, amnesia, asthenia, decreased appetite, weight decreased, muscle spasms, loss of libido, vulvovaginal dryness, pain, blindness, headache, polyp, sinusitis, visual acuity reduced, affective disorder, arthropathy, autonomic nervous system imbalance, dyspareunia, adnexa uteri cyst and uterine leiomyoma was resolving and the fatigue and arthralgia had resolved. The reporter considered abdominal distension, adnexa uteri cyst, affective disorder, amnesia, arthralgia, arthropathy, asthenia, autonomic nervous system imbalance, blindness, decreased appetite, dyspareunia, fatigue, headache, hypersensitivity, insomnia, loss of libido, menorrhagia, muscle spasms, pain, pelvic pain, polyp, sinusitis, uterine leiomyoma, visual acuity reduced, vulvovaginal dryness and weight decreased to be related to essure. The reporter commented: 1 spiral in the left tube. Without difficulty / 4 spirals in the right tube. Without difficulty. (B)(6) 2018: optional technical opinion: 1. Moderate binocular visual acute loss due to idiopathic etiology myopia. 2. Affective disorder due to dysthimic disorder of physhogenic etiology. 3. Disability of the osteoarticular system due to algic syndrome of undetermined etiology. 4. Neurovegetative dysfunction due to root and plexus disorder of idiopathic etiology a total degree of disability of 46% is recognized (B)(6) 2019: macroscopic description: a 6 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / an 8 cm tubular fragment ending in the fimbriae. There is a spiralized metal device inside. (1b / ip). / a 12x10 mm whitish irregular fragment, when sectioned it has a homogeneous whitish appearance. (1b / it). Diagnosis: uterine tube without significant histological lesions. Uterine tube without significant histological lesions. Leiomyoma. (B)(6) 2019: she currently presents paresthesias in the upper limbs, the cervical MRI shows foraminal stenosis, she has been evaluated by neurosurgery who ruled out a surgical approach. She does not want treatment for this discomfort. She has low back pain with a mechanical rhythm, for pain she takes enantyum occasionally. Conclusion: rectification of cervical physiological lordosis. Scoliotic curve of left convexity. Discrete c3-c4 anterolisthesis. Degenerative changes mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5 and right foraminal stenosis at c4-c5 and c5-c6 levels. (B)(6) 2019: principal diagnostic nonspecific arthromyalgia ana +. She does not meet the criteria for sle or other autoimmune diseases. Probable adverse effect with essure device. Other diagnoses: cervicoarthrosis. Cervical canal stenosis, iron deficiency in relation to menstrual losses. Lichen planus diagnostic results (normal ranges are provided in parenthesis if available): blood iron - on (B)(6) 2018: 34.0 g / dl (50 - 170). Coagulation test - on (B)(6) 2018: normal. Computerised tomogram - on (B)(6) 2014: doubtful although regular thickening of the gastric antrum which, although it may not have clinical translation, would be convenient to correlate with direct visualization studies. Small pulmonary micronodular images of doubtful clinical value. Liver space occupying lessions suggestive of bile cysts as a first possibility. No other findings of relevant interest; on (B)(6) 2018: computed tomography scan of the chest is performed without intravenous contrast. It is compared to the previous computed tomography dated (B)(6) 2017. Fat attenuation lesion in the left clavicular fosse, unchanged. There are no axillary lymphadenopathies or pathologic-sized hilium-mediastinal lymph nodes. Calcified plaque in aortic arch. There is no pleural or pericardial effusion. In the lung parenchyma, the 2 micronodules with nonspecific characteristics remain unchanged, in the apical segment of the right lower lobe and in the middle lobe. Calcified granulomas in the apical segment of the right lower lobe and apico-posterior segment of the upper left lobe. In the upper abdomen sections which are included in the study stable hepatic hypodense focal lesions are observed. Dorsal scoliosis of left convexity. Incipient degenerative changes in the dorsal spine. Conclusion: without significant changes. Culture cervix - on (B)(6) 2014: fresh examination (vaginal exudate): epithelial cells, moderate leukocytes. Yeasts and trichomonas are not observed no pathogenic microorganisms are isolated. Cytology - in 2017: normal. Echocardiogram - on (B)(6) 2018: sr 76 bpm, without alterations in repolarization. Haemoglobin (12 - 15.6 g/dl) - on (B)(6) 2018: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2012: there are no alterations in the morphology or the contours of the endometrial cavity. Right intratubal obturation device, in correct location. The left device has a slight distal migration of about 5 mm. There is no patency of either tube. Complete tubal obturation.. Hysteroscopy - on (B)(6) 2011: satisfactory. Anteverted uterus. Type ii cavity. Both ostium visible.. Magnetic resonance imaging - on (B)(6) 2019: correction of cervical physiological lordosis. Scoliotic curve of left convexity. Moderate c3-c4 anterolisthesis. Degenerative changes, mainly in the last three cervical levels, which slightly decrease the diameter of the canal, especially in c4-c5; and right foraminal stenosis in levels c4-c5 and c5-c6. Physical examination - on (B)(6) 2011: exploration with vaginal speculum: normal macroscopic appearance of the vulva, vagina, and cervix. Uterus of normal shape, size, consistency and mobility. Both adnexa are not delimitable. There are no other findings in the pelvis.; on (B)(6) 2014: external genitalia without visible lesions, only slightly erythematous. Normal-appearing vaginal discharge is observed, no pathological leukorrhea. Macroscopically healthy cervix.; on (B)(6) 2018: normal-looking external genitalia. Healthy multiparous cervix. Anteverted uterus, regular, mobile, of normal size and consistency. Adnexa without palpable pathology, pain on palpation deep in the right iliac fossa.. Transferrin (250 - 380 mg/dl) - on (B)(6) 2018: 215 mg/dl. Transferrin saturation (15 - 50 %) - on (B)(6) 2018: 11 %. Ultrasound scan vagina - on (B)(6) 2011: uterus of regular contours. Hysterometry 71x43 mm. 69 mm line right ovary of normal characteristics left ovary of normal characteristics. Abdominal free fluid is not delimited. There are no other significant findings in the pelvis.; on (B)(6) 2011: regular uterus in anteversion of 79 x 45 mm. 4.5mm endometrial cavity. 28 mm right ovary without significant ultrasound findings. 27 mm left ovary without significant ultrasound findings. 3d reconstruction with some difficulty due to uterine position: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2012: the correct placement of the devices is observed, being visualized in the intramural portion of both tubes (distance between proximal ends of 40 mm).; on (B)(6) 2014: uterus in anteversion, regular, of normal size. Right ovary with econegative formation of 28 mm. Normal left ovary, with an adjacent 23 mm econegative formation, compatible with a paraovarian cyst. Simple cyst in the right ovary (possibly dysfunctional), left paraovarian cyst.; on (B)(6) 2014: uterus of regular contours. Hysterometry 79x39 mm. Linear middle line. Right ovary of normal characteristics. Left ovary of normal characteristics. Abdominal free fluid is not delimited.; on (B)(6) 2018: uterus in anteversion, regular, with 92 mm x 45 mm hysterometry. 10 mm homogeneous midline. Both hyperrefringent devices compatible with essures are visualized in the intramural portion of the uterus with normal insertions. Normal adnexa. Adnexal pathology is not visible. Free douglas. X-ray - on (B)(6) 2012: distance 4.95cm. Lot number: 796905 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.